Event description:
The customer reported that during servicing of this ventilator the biomedical engineer found that the battery voltage is reading zero in the hardware screen. The customer reported the unit was not in use on pt.

Manufacturer narrative:
Pr#: (B)(4).